Event description:
The valve was implanted in a pt for ventriculo-peritoneal shunting on june 04. In 2008, the dr attempted to change the pressure of the valve, but he failed. Therefore, he explanted the valve. The dr requests to check the valve.

Manufacturer narrative:
The incident has been reported to MFR on 2/28/08. Results of analysis will be developed in a follow-up report.